Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose reading of 57 mg/dl. The customer treated with juice, but later began going low again. The customer's wife called the paramedics, and the customer was treated for a low blood glucose reading of 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did mention that he had changed the basal rates on his own, without consulting his physician, but he changed them back to the original settings. The insulin pump passed the displacement and self tests. Nothing further was reported.